Event description:
It was reported that when using the bd pyxis¿ medstation¿ es could not scan the medication or the med cubie. The user indicated that the scanner cable appears to be damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a faint beep, and the scanner would stop lighting up and scanning. A field service engineer proceeded to replace the cable to the scanner with a new scanner cable. After the replacement, the beeping noise stopped, and the scanner, which had been failing, began working again and was able to scan barcodes successfully and tested functionality. The system functioned as intended after the field service engineer repaired the device.